Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2013 to report low suction and decreased milk output while using the purely yours breast pump since (B)(6) 2013. Customer describes symptoms of left breast unilateral mastitis that began on (B)(6) 2013. Customer contacted her health care provider on (B)(6) 2013 and a telephone assessment of mastitis was made by the rn. Customer elected not to have the prescription for antibiotics filled but relied on natural healing techniques to resolve the infection.

Manufacturer narrative:
To date, the product has not been returned to ameda, inc. An expediated pre-paid (B)(4) label was sent to the customer in an effort to obtain the product for evaluation. A supplemental report will be filed when additional information becomes available.